Event description:
The customer states that they received a false compatible crossmatch with a sample that was crossmatch incompatible in manual gel. The customer did not intend to transfuse any of the units crossmatched as this was for cap studies only. No results were reported. There was no harm to any patient.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and checked functional operations of instrument. The fe verified the fluidics, centrifuge speed, and incubator temps. The provue is operating within specifications. Cts-us 2nd level identified an issue with cell button size on the crossmatch samples on the provue. The root cause of this was segment preparation when putting the segment sample on the provue. Instrument is operating as expected. No repairs needed. (B)(4).